Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 18, 2016, it was reported that the ratchet handle needed repair. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was not performed as the documentation for lot number 31028800 has not been located or uploaded to livelink at the time of the investigation. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on august 29, 2016 revealed that the handle set screw was missing, the handle gear was damaged, and the detents were not able to be removed. The comb was found to be damaged so the pretest calibration and test mesh could not be performed. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on august 29, 2016 which included replacement of the shoulder bolts, cap nuts, washers, comb, screw, pin, and ball detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the handle¿s screws were missing and the gear was damaged. The cause of the ratchet handle needing repair was due to the gear being damaged and the screws missing. The root cause missing screws and damaged gear cannot be specifically determined with the provided information. The issue was resolved with the replaced the shoulder bolts, cap nuts, washers, comb, screw, pin, and ball detents. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the ratchet handle needed repair. Unknown malfunction occurred during surgery. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was bent.